Manufacturer narrative:
After further review of the complaint, it was determined sections was filled out incorrectly in the initial complaint.

Event description:
The customer stated that the piston would not rewind all the way and the reservoir would not fit into the pump. Troubleshooting could not be completed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received battery out limit alarm after battery change. The customer's blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.